Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. The adverse event reported is not typically associated with a device problem but is expected and inherent to the device itself. Due diligence was performed and the system logs were reviewed. There were no unusual events during the treatments and the device was functioning as intended.

Event description:
On (B)(6) 2020, allergan received a report from a treatment provider that a patient received coolsculpting treatment to the inner and outer part of left upper arm on (B)(6)2020 using the cooladvantage applicator. Immediately following treatment, the patient reported weakness and hypoesthesia of the left upper limb and bruising to the outer side of the left arm. The patient later reported that she cannot bend her wrist backward and cannot hold things. The patient visited the clinic and was examined by a physician. The patient experienced left wrist drop, inability to bend the wrist backward, bruising and dull pain. The physician suggested the patient see the orthopedic surgeon who diagnosed her with radial nerve palsy. The patient was prescribed an unknown anti-inflammatory drug and vitamin. Allergan has requested the name of the medication and vitamin she was treated with, as well as the status on the patient¿s symptoms.